Event description:
It was reported that during a fistulagram, a balloon rupture occurred. The physician advanced a 12.0mmx20mmx40cm mustang balloon to dilate the lesion. The mustang balloon was inflated and ruptured before it reached rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).